Event description:
On 3/23/2023, it was reported by a sales representative via phone that (3) ar-3636 knotless 1.8 fibertak would not fully seat in the bone. When the anchor had only about 1mm left to seat in the bone socket fully, it would no longer advance. The fibertak was being used with a guide, and as the surgeon was malleting down the anchor to seat in the bone fully, the guide shredded the sutures. Two anchors were left inside the patient after cutting the sutures flush, and the other was removed. The case was completed using multiples ar-3636 knotless 1.8 fibertak from a different lot number. This was discovered during a labral repair on (B)(6) 2023.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.